Event description:
Patient complications developed after a successful completion of the procedure that required re-initiating bypass with the same product. After full heparinization the oxygenator/cardiotomy reservoir was placed into use again successfully. At approximately 30 minutes into re-use, the cardiotomy reservoir area appeared to become pressurized. The unit was removed and replaced. The patient developed further complications. Patient expired.